Event description:
It was reported that this was a venotomy closure of a common femoral vein using a prostyle device after a v-tech ablation interventional procedure using an 8f sheath. Reportedly, after suture deployment, the foot of the device was unable to be closed with the lever. The device was advance further in the vessel and the foot was finally able to be retracted and the device was removed. The prostyle suture was removed. There was no vessel damage noted. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Attachment user facility report# (B)(4)- initial report sent to FDA updated to "yes" g2 - report source updated to "user facility".

Event description:
Subsequent to the previously filed medwatch report, user facility medwatch (B)(4) was received, reporting: describe the event or problem: after procedure and perclose place, would not disengage. Manufacturer response for perclose prostyle device, (brand not provided) (per site reporter). Took report of problem, sent no charge replacement. What was the original intended procedure? : vtach ablation. What problem did the user have (check all that apply) :device malfunction - that is, the device did not do what it was supposed to do.